Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized with high blood glucose and low blood pressure on (B)(6) 2015. Blood glucose at the time of admission was over 400 mg/dl. The customer stated he could not stand the sunlight and after a couple of days, he went to the emergency and was hospitalized for at least a month. The customer was wearing the insulin pump at the time, they had him revert to syringes but after a while he was put back in the insulin pump. The customer declined troubleshooting since he was looking to get the device upgraded. Customer was transferred for upgrade.